Event description:
It was reported that stent damage was noted. During preparation of a 2.50x12mm promus element plus drug-eluting stent, the physician noticed that the distal struts were raised while withdrawing from the protection gasket. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the crimped stent on the device was damaged. It was noted that the stent struts were stretched, deformed and lifted upwards from the stent profile. It was noted that the stent had moved distally on the balloon. A visual examination of the device found that the tip of the device was damaged. The visual and tactile examination of the device found that hypotube was kinked at multiple locations along its length. The balloon was visually and microscopically examined and appears to have had positive pressure applied. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage was noted. During preparation of a 2.50x12mm promus element¿ plus drug-eluting stent, the physician noticed that the distal struts were raised while withdrawing from the protection gasket. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.